Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hae812; batch hae902.

Event description:
It was reported that a patient underwent a brain lumpectomy on (B)(6) 2014 and suture was used. The needle tip broke when making a pass through the dura mater. The needle tip was not located. The surgeon opines that it is not known if the needle fragment remains in situ or never fell into the patient. It is unknown if x-rays were done to locate the needle. Additional information has been requested.

Event description:
It was reported that a patient underwent a brain lumpectomy on (B)(6) 2014 and suture was used. The needle tip broke when making a pass through the dura mater. The needle tip was not located. The surgeon opines that it is not known if the needle fragment remains in situ or never fell into the patient. It is unknown if x-rays were done to locate the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hae812, batch hae902.

Manufacturer narrative:
It was reported that the patient underwent craniotomy for extraction of a brain tumor. Conclusion: actual sample of needle broken at the point end was returned for evaluation. A microscopic visual inspection was performed and revealed indents and scuff marks around the break areas produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hae812, batch hae902.